Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6. The reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip has signs of use. A functional evaluation performed found the opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma as normal and had no issues activating coag. Liquid escapes from the handle when liquid is delivered to the tip. The tip does not overheat and activates as normal. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include excessive force. Based on this investigation, the need for corrective action is not indicated

Event description:
It was reported that, during an ent procedure, it was noticed that the procise mini coblator was leaking water and the water temperature was too high. The water flew out smoking and the wand was overheated, but there was no alarm. The ent procedure was resumed, after a non-significant delay, with a change in surgical technique (using a laser). No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.